Event description:
Clinical study. This complaint is now reportable based on the results of device analysis completed on 01/02/2007. It was reported by the site that during a coronary drug eluting stenting treatment procedure, "the stent would not fully inflate and was not implanted in the patient. The device was withdrawn from the body and completed with another device." However, the returned product confirmed that there was damage to the stent, several kinks in the shaft of the catheter and the stent had moved on the delivery balloon. No patient injuries or complications were reported and the procedure was completed the following day in a planned staged procedure.

Manufacturer narrative:
Device evaluation: the delivery device with the stent on the balloon was received and damage was observed on the stent. The stent had moved distally on the balloon and the catheter exhibited numerous shaft kinks. The balloon was in its pre-inflated state. The stent on the returned catheter had moved distally on the balloon approximately 2.1 centimeters. The stent also exhibited a bend located 8 millimeters proximally from the distal edge of the stent. The balloon inflated normally as pressure was generated through the inflation device with water. The catheter was pressurized to 18 atms without significant loss of pressure. The catheter was subjected to vacuum without a compromise of the generated vacuum and the balloon deflated normally. Visual and microscopic examination of the material surrounding the stent damage and bend did not reveal any inherent material deficiencies that would have contributed to the damage. The as reported batcfh 8521852 is a rework batch number for the top assembly batch number 8359355. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.